Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The pump supplies were changed to resolve the occlusion alarm. Due to the occlusion alarm the customer was subsequently hospitalized for a blood glucose (bg) level of over 650mg/dl. While in the hospital the customer received treatment via an intravenous insulin drip. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.